Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that during use of the bd alaris¿ secondary set tubing disconnected below drip chamber on stem cell infusion. The following information was provided by the initial reporter: material #ms3500-15 lot #22049056. It was reported by the customer that the "secondary set tubing disconnected below drip chamber on stem cell infusion. New secondary set used & infusion was safely infused." Verbatim: "secondary set tubing disconnected below drip chamber on stem cell infusion. New secondary set used & infusion was safely infused".

Event description:
It was reported by the customer that during use of the bd alaris¿ secondary set tubing disconnected below drip chamber on stem cell infusion. The following information was provided by the initial reporter: material #ms3500-15 lot #22049056. It was reported by the customer that the secondary set tubing disconnected below drip chamber on stem cell infusion. New secondary set used & infusion was safely infused. Verbatim: secondary set tubing disconnected below drip chamber on stem cell infusion. New secondary set used & infusion was safely infused.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 28-jun-2022. Investigation summary: a complaint of a secondary tubing set separating below the drip chamber was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. Separation was seen at the connection site of the drip chamber. The separation was clean with no torn tubing and no solvent was observed. A device history record review for model ms3500-15 lot number 22049056 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this separation is a lack of solvent added to the drip chamber and tubing connection. Due to an increase in incidents of this failure mode, a trend for this separation issue has been identified for this product line, a CAPA (corrective action preventative action) 3974230 has been initiated, and a team has been assembled in order to investigate the issue.